Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. E3) occupation: inventory manager g4) PMA/510(k): k211874 investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: during placement they were able to detach, but when it deployed it was crooked. That device was retrieved with no issues and another of the same device was used to complete the procedure successfully.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). After investigation the event for this (B)(4) is no longer reportable. Summary of investigational findings: after release the tulip filter was crooked/tilted. The filter was retrieved and another filter was successfully placed. The tulip filter nor the introducer system was returned for analysis and no imaging could be obtained. Therefore, based on the information provided only it would be inappropriate to speculate at what may or may not have caused the filter to tilt during placement. The instructions for use supplied with any tulip filter specify step-by-step how to verify correct filter position before releasing the filter from the introducer system by pressing the release button. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.